Event description:
Literature: kalyanaraman, b., mahdy, a. Extensive gluteal hematoma following interstim implant: a case report. International u rogynecology journal. 2012. Summary: major bleeding complications following sacral nerve stimulation (sns, interstim) are exceptionally rare and have not been reported in the literature. We report a case of extensive gluteal hematoma following sns procedure in a woman with a known history of thrombophilia. Reported event: an interstim patient with a known history of thrombophilia suffered extensive gluteal hematoma following sns procedu re, requiring a skin graft. Because of skin loss over the implant and the inevitable exposure of the implant, the ipg was explanted along with the tined lead. Intraoperative consultation was called for the plastic surgeon who recommended initial wound management with antibiotic-impregnated dressing changes. After adequate granulation took place, the patient underwent split-thickness skin graft at that site with good graft take. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product typ lead. (B)(4). The actual event dates were not provided. Date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.

Event description:
Additional information from the patient's hcp showed the patient received wound care and "did well" in recovery.